Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, the surgical patties did not show up on the x-ray while in the patient. There were no reports of delay or patient harm.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected. A review of manufacturing records found no anomalies during the manufacturing process. The pattie samples were sent to baker labs for radiopacity testing to confirm whether the x-ray was defective or not. Results showed that he x-ray was successfully detected and the patties are in spec. Complaint could not be confirmed as patties produced were found to be detectable. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.